Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the generator driver printed circuit board. The system was tested adn found to be working as intended and put back in service.

Event description:
The customer reported that the system would display an interlock open error message. No pt injury was reported.